Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device reset itself during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly powered off each time they pressed the code summary button on the device. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was an 83 year old female. Patient information fields have been updated.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly powered off each time they pressed the code summary button on the device. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.